Event description:
It was reported that a 5410low bed had a popping/cracking noise and a flash at the footend during the night. In the morning, the nurses stated that bed did not function and it smelled like something was burning.